Event description:
It was reported that the programmer generated an error and that the subsequent reboot took 15 minutes. It was further reported that following the error message the programmer was unable to "locate" patient devices. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).